Event description:
Caller reported not observing insulin drops at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue earlier in the day by changing the infusion set and cartridge and successfully resumed insulin use.